Event description:
This report involves the irreg module of plato rts v1.x,. For some phantom sizes or pt sizes having relatively large dimensions (50cm x 50cm), and if a sad setup is used with the isocenter depth set less than half of the pt separation, the beam entry point and therefore the ssd is calculated incorrectly. This will result in an incorrect effective field size, and therefore will yield an incorrect dose value.